Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl (500.0 mcg/ml at 77.13 mcg/day) and bupivacaine (24.0 mg/ml at 3.702 mg/day) via an implantable infusion pump. The indication for use was noted as liver and malignant pain. It was reported at a clinic visit on (B)(6) 2017 a wound check/refill (not refilled) revealed superficial cellulitis that was visible, no discharge expressed, afebrile, stable. The patient was sent to the emergency department for infectious disease (ID) consult for wound/intravenous antibiotics. The patient received augmentin by the oncologist on (B)(6) 2017. The patient was admitted on (B)(6) 2017. The patient received intravenous vancomycin, cefazolin and was administered keflex in the emergency department. Laboratory testing results were unremarkable and was (B)(6) for (B)(6). Vancomycin was stopped. Per ID on (B)(6) 2017 the site skin and soft tissue infection was improving after the recent antibiotic treatment. There was no drainage, not purulent, but there was fluid around the pump and poor wound healing. An ultra sound on (B)(6) 2017 gave results of small fluid collections along the medial and lateral aspects of superficial portion of the intrathecal pump. Options were discussed and the patient opted for treating the infection. Examination on (B)(6) 2017 gave results of no systemic infection symptoms, the wound was stable, no erythema, unable to aspirate during the ultrasound on (B)(6) 2017 due to anticoagulation therapy and when ready per anticoagulation, results would have been unhelpful for infection diagnosis six days after antibiotics. The patient was discharged on (B)(6) 2017 on intravenous cefazolin and rifampin. Examination on (B)(6) 2017 gave results of improved, incision healing, an ultrasound showed fluid collection that may be sterile but infection could not be excluded. The patient was transitioned to oral doxycycline for long term suppression of suspected infection at the pump site. Laboratory testing on (B)(6) 2017 of a complete blood count w/differential was within normal limits. On (B)(6) 2017 fevers were reported and labs were ordered. On (B)(6) 2017 the patient went to the pain clinic for medication change with no concerns for infection, afebrile. Examination on (B)(6) 2017 gave results of no swelling, induration, redness, nor drainage from the intrathecal pocket. The patient was afebrile, had healing of incision, and an ultrasound showed fluid around the pump was stable. Laboratory results of a complete blood count was within normal limits, the inflammatory markers were normal, and there was no repeat ultrasound imaging to review fluid around the pump. Infectious disease follow-up indicated the patient was tolerating the consistent oral doxycycline for long term infection suppression. It was noted the fever was predictable pattern due to chemo. The event resulted in in-patient hospitalization. The outcome was resolved without sequelae on (B)(6) 2017. The clinical diagnosis was superficial cellulitis at pocket site. The etiology was noted as not related to the device or therapy and related to the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs.